Manufacturer narrative:
The insulin pump was received with intermittent button response on the up arrow buttons due to corroded keypad traces noted. No unexpected button error alarms and no unexpected ramping of numbers noted. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the numbers on the insulin pump scroll up without any input from the customer. It was also reported that the customer had a button error. Customer's blood glucose level at the time 10.2mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.